Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot number is unknown, the UDI will consist of the primary di only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (3) clearlink system solution sets with duo-vent spike were broken, further described as ¿tubing separation¿. This was observed prior to use in the cardiac intensive care unit (cicu). There was no patient involvement. No additional information is available.